Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 300 mg/dl and a moderate ketone level. The customer declined further troubleshooting with tandem technical support and declined to provide additional information.